Manufacturer narrative:
Analysis found that unable to perform pre-temperature test due to tool cannot be inserted in the attachment. The attachment was too dirty and bearing was corroded. Cleaned and replaced bearing. Test result: passed. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the device was overheating intra-operatively. There was no patient impact.